Manufacturer narrative:
The neuron max 6f 088 long sheath (neuron max) was kinked approximately 61.5 cm from the hub. The complaint did not involve device functionality and therefore, no functional testing was done. Evaluation of the returned device confirmed that the neuron max was kinked. This type of damage typically occurs due to improper handling during removal from the packaging tube. If the device is forcefully retracted at extreme angles during removal from the packaging tube, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the neuron max 6f 088 long sheath (neuron max) was kinked at the mid-shaft upon removal from the dispenser hoop. The damaged neuron max was found prior to use and therefore, was not used for the procedure. The procedure was completed using another neuron max.